Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's daughter (the reporter) contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2015. The reporter stated that the alleged meter inaccuracy began around 12:00am on an unspecified date during july 2015. The reporter claimed the patient obtained a blood glucose reading of "298 mg/dl" with the subject meter however the result on the other device is unknown. The tests were performed within an unknown time of each other. The reporter claimed that at an unspecified time on the day prior to when the alleged issue started, the patient's sugar dropped". During the follow-up call, the reporter claimed the patient developed symptoms of "slurred speech and loss of consciousness". The reporter informed the mss that she attempted to treat the patient with orange juice at the onset of the symptoms however emergency medical services (ems) had to be contacted for assistance. The reporter informed the mss that the patient was treated with IV glucose on their arrival and that the patient was taken to the emergency room (ER) for further care. The reporter claimed a blood glucose reading was taken on the ER/hospital meter and a "low" result was obtained. The patient manages her diabetes with insulin (self-adjuster). During the follow-up call, the reporter stated that the patient tests her blood glucose three times day (before breakfast, lunch and dinner). The reporter claimed the patient's normal blood glucose range is between "130 to 170 mg/dl". Prior to the onset of the reported symptoms, the reporter informed the mss that the patient had last tested her blood glucose with the subject meter 15 minutes prior. The reporter claimed a blood glucose reading in the "200 mg/dl" range was obtained and that the patient had administered an adjusted dose of insulin in response. During the follow-up call, the reporter attributed the onset of the patient's symptoms to the subject meter reading inaccurately high. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips associated with the complaint had expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a severe low blood glucose excursion after taking an adjusted dose of insulin based on an alleged inaccurate high result obtained with the subject meter.